Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported output anomaly was confirmed in the laboratory. Review of the device printouts showed an alert for possible output stage damage. Analysis found high voltage output circuit damage. The cause of the output anomaly was found to be due to a damaged component on the high voltage circuitry.

Event description:
It was reported that during normal follow-up, several alerts for high voltage lead impedance were observed. Review of sessions records noted possible hv output circuit damage due to rv lead issue. The device was explanted and replaced.